Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2010: (B)(6) medical center. (B)(6) md, facs. Operative report. Preoperative diagnosis: ventral epigastric hernia. Postoperative diagnosis: ventral epigastric hernia. Procedure: laparoscopic ventral hernia repair. Anesthesia: general endotracheal. Estimated blood loss: less than 50 cc, none replaced. Operative and anesthetic complications: none. Drains: none. Final sponge, needle, and instrument counts: correct. Historical note: the patient is a 48-year-old gentleman with longstanding epigastric ventral hernia. It is increasingly symptomatic for him. He was admitted for elective repair. The risks of infection, bleeding, hematoma, seroma, displacement, infection of mesh, injury to bowel, recurrence of hernia, possible need for open procedure were explained. He understands and agrees to proceed. Principle procedure: ¿after adequate general endotracheal anesthesia was obtained, the abdomen was shaved and prepped and draped in sterile fashion including and incise drape placement. We then placed a veress needle in the left upper quadrant and began insufflation with pressures between 8 and 10. We had symmetric tympani. After complete insufflation we replaced this with a 5 mm sheath and confirmed intraabdominal position with the camera. The left lower quadrant 10 mm sheath was placed. The hernia was visible in the epigastric area. With cautery laparoscopic metzenbaum scissors, we took this down and in the process identified the margins of the fascial defect. We then, using a spinal needle, marked the edge of it. It gave us a 2 cm margin and measured to be a 10 x 12 defect. We selected the 10 x 15 gore-tex mesh and marked the corners a, b, c, and d and placed 2-0 gore-tex sutures in those four corners and rolled the mesh and brought it in through the 10 mm port under direct vision. We then unrolled it, and then using the gore suture passer tacked all four corners. In the process, because of its size it was a little bit distracted to his right, so I elected to place an additional tacking 2-0 suture in the left lateral aspect of the mesh. To facilitate this I placed a second 5 mm port and did this laparoscopically. We then tied off our corners of the mesh and fifth suture. Prior to doing any of this we had reduced the intraabdominal pressure slightly to 10 prior to doing any of the tacking. We then finished tacking the mesh with the endotak device. This gave us good coverage of the defect. With hemostasis present, closure was as follows. All the sheaths were removed decompressing as we went. Placed 0 vicryl suture in the anterior fascia of the left lower quadrant port site and then closed the skin of the port sites with interrupted subcuticular sutures of 4-0 vicryl. All the sites were then cleaned and dressed and adhesive steri-strips, 2 x 2¿s, and taped securely. The patient tolerated it well and was discharged to the recovery room in stable condition. An abdominal binder was placed for additional support.¿ (B)(6) 2010: (B)(6)medical center. Surgery documentation. Implant record. Description: mesh gore-tex 10cm x 15 cm x 1 mm dual mesh plus. Lot number: s76491778y. Manufacturer: gore. Expiration date: 11/01/12. Implant site: abdomen. Quantity: 1. The records confirm a gore® dulamesh® plus (s76491778y) was implanted during the procedure. ??/??/12: [missing records: records for CT scan showing ¿fascial defect¿ were not provided.] (B)(6) 2012: (B)(6) medical center. (B)(6) md, facs. Operative report. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: recurrent incisional hernia. Procedure: laparoscopic recurrent incisional herniorrhaphy. Surgeon: (B)(6), md. Anesthesia: general endotracheal. Estimated blood loss: less than 50 ml, none replaced. Operative and anesthetic complications: none. Drains: none. Final sponge, needle, and instrument count: correct. Historical note: this is a 49-year-old morbidly obese gentleman with recurrent incisional hernia repair just a little over a year ago, but patient states he had a bad cold right afterwards and a lot of coughing. He is admitted for elective recurrent repair. The risks of infection, bleeding, bruising, swelling, infection or displacement of the mesh, significant potential for recurrence of hernia, possible need for open repair. He understands these and agrees to proceed. Description of procedure: ¿after adequate general endotracheal anesthesia was obtained, the abdomen was shaved, prepped, and draped in a sterile fashion. The veress needle was placed in the left upper quadrant in the old site and insufflation begun with pressures between 9 and 10. We had symmetrical tympany [sic]. After complete insufflation, we replaced this with the 5 mm sheath and confirmed intraabdominal position with the camera. We were able to reduce most of the hernia after he was asleep and there appeared to be omental adhesions of the area. Left lower quadrant 12 mm sheath and subsequently and additional 5 mm sheath were placed in the left side. We began external and traction pressure. With using the laparoscopic metzenbaum scissors, we took down the adhesions from the hernia sac. Transverse colon was identified but was reduced through the dissection and was just tethered by the omentum. We took the omentum down going right against the fascia and the old mesh with filmy adherence. We were able to reduce all the contents and free the margins. In addition, this was about an 8 cm fascial defect consistent with the CT scan but with his large abdominal wall, we measured it out with the margins and then selected the 15 x 20 c-qur mesh, placed 2-0 gore-tex sutures on 4 corners, marked them a, b, c, and d and rolled the mesh, brought it in through the 12 mm port under direct vision. This was unfolded and then using the gore suture passer, we grasped all 4 corners. It was done to cover the defect nicely and there was no sagging, so we tied these securely, and then using the absorbable tacking, tacked all 4 sides of the mesh. There was left a fairly large hernia sac within the subcu but I did not place a drain. With this mesh secure and hemostasis present, closure was then as follows: all the sheaths were removed, decompressing as we went. The sites were closed with interrupted subcuticular sutures of 4-0 vicryl and then they were all cleaned and dressed with adhesive, steri-strip, including steri-strips to the corner sites. These were all dressed with 2x2s and taped securely. Patient tolerated it well and discharged to recovery room in stable condition. ¿ (B)(6) 2017: [missing records: records for CT scan showing ¿chronically incarcerated hernia¿ were not provided.] (B)(6) 2017: (B)(6) md. History and physical. Presents with 2 or 3 day history of persistent and worsening right abdominal pain. Pain has been moderate to severe in intensity and is a crampy like sensation. Bending over or attempting to eat make pain worse. Vomiting give some temporary relief. CT scan of abdomen and pelvis yesterday show recurrent, chronically incarcerated ventral hernia. Loops of small bowel that are incarcerated show inflammation and edema. History of copd and smoking abuse. Partial right nephrectomy, 2016. Abdomen examination: significant tenderness to deep palpation throughout entire large, recurrent hernia. Cbc drawn yesterday shows white blood cell count 15.8. 12/27/17: mayo clinic. David j. Orcutt, md. Operative report. First assistant: brenna k serdar, pa-c. Pre-operative diagnosis: high-grade small bowel obstruction. Chronically incarcerated, recurrent ventral hernia. Post-operative diagnosis: high-grade small bowel obstruction. Chronically incarcerated, recurrent ventral hernia. Procedures: exploratory laparotomy. Extensive lysis of adhesions. Repair of chronically incarcerated, recurrent ventral hernia with prolene mesh. Indications: this is a morbidly obese, 55-year-old gentleman who underwent 2 previous attempted laparoscopic repairs at a large recurrent ventral hernia. He presents to the office this afternoon with persistent difficulties with crampy abdominal pain, nausea, vomiting, and intolerant of oral intake. He did undergo a CT scan of the abdomen and pelvis, which identified a very large, chronically incarcerated, ventral hernia. His examination was concerning with the development of compromised or ischemic small bowel. An emergent abdominal exploration was recommended. Findings: as expected, the patient did have a very large, recurrent, chronically incarcerated ventral hernia. With the size of this hernia defect and with the patient¿s morbid obesity, it did make tonight¿s procedure exceedingly difficult. More specifically, this entire operation took 5-1/2 hours to complete. We were eventually able to obtain primary closure of the abdominal wall and this portion of the abdominal wall was reinforced with an onlay of prolene mesh. Description of procedure: ¿after general anesthesia was obtained, the patient¿s abdomen was prepped with betadine and draped sterilely. A generous incision was then utilized where the subcutaneous was divided with cautery. A large hernia sac was then identified, which was sharply entered as well. The patient did have dense adhesions to the involved portion of the small bowel secondary to his previous attempts at laparoscopic repairs of this recurrent hernia. With painstaking, meticulous sharp dissection, we were eventually able to separate all the loops of small bowel from its attachment to the previously placed mesh. Once this was accomplished, all of this previous mesh was then excised as well. We then directed our attention back to the retracted aspects of the abdominal wall. With circumferential cautery dissection the subcutaneous tissue was elevated for a distance of about 6 or 7 cm to expose the abdominal wall fascia itself. We then placed numerous u sutures of #1 prolene through and through the abdominal wall along the periphery, which would be used later to secure an onlay of prolene mesh. We ended up placing between 25 and 30 of these u type sutures. Brenna serdar, p.a.-c. Was required to perform today¿s procedure. She provided for appropriate traction and countertraction to avoid inadvertent injury to any surrounding structures. She also provided for ant [sic] dissection that she could best see in her view. We then directed our attention back to the patient¿s retracted abdominal fascia. We were eventually able to obtain a primary closure with 3 running #1 prolene sutures. We then introduced a large piece of prolene mesh. The previously placed u sutures of #1 prolene were then fed through the mesh and securely tied to themselves. Any excess mesh along the edges was also trimmed away. The subcutaneous space was then also irrigated with warm saline. We did place 10 mm flat jackson-pratt drain in the subcutaneous space which was brought up through a separate stab incision in the left lower quadrant. The skin itself was then closed in layers. A deep dermal layer was placed of inverting interrupted 0-vicryl sutures and the skin closed with clips. A sterile dressing was also applied. There were no acute complications. Estimated blood loss 100 ml. Sponge, needle and instrument count were correct at the end of the case.¿ (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿cutting gore dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7649177. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6), pa. (B)(6), md. Office notes. New patient. Hypertension. Overweight, smokes pack and a half of cigarettes a day. No medication. Weight 290 lbs. Impression/plan: hypertension. Obesity. Tobacco abuse. Had long talk about losing weight, exercising, quitting smoking, and starting blood pressure medication. Start on lisinopril. Get home blood pressure cuff, check daily at different times. Gave chantix starter month pack and continuing month pack to help quit smoking. (B)(6) 2008: (B)(6), inc. (B)(6), md. Office notes. New patient ¿ pre-employment exam revealed high blood pressure. Started on lisinopril by dr. (B)(6). Feeling pretty well. Used to smoke 2 ½ packs cigarettes per day, cutting back. Doesn¿t drink much. He has really had no surgery. Abdomen, soft, nontender. Weight 299. Impression/plan: annual exam. Hypertension. Smoker. See in 6 months for fasting labs. He plans on exercising and eating better. (B)(6) 2010: (B)(6). (B)(6), md, facs. Office notes. Referred for consultation by dr. Gelbmann for a large epigastric ventral hernia. Apparently had for many years. Used to be a power lifter and it would poke out back then, but now over the last month or 2 it has become more symptomatic. Gastrointestinal wise, he denies any significant changes in bowel or bladder. Maybe the stools are a bit more difficult that they have been. Abdomen, soft, markedly obese, large ventral hernia partly reducible. It is about halfway between the xiphoid and umbilicus and actually there is a suggestion of a small umbilical hernia, but it is not tender and this appears to be separate. Impression/plan: incarcerated ventral/epigastric hernia. Possible subsequent, small umbilical hernia. Recommend repair, reasonable to try a laparoscopic approach. Discussed risk of infection, bleeding, displacement or infection of the mesh, recurrence of the hernia, and possible open procedure, and potential injury to the bowel. He understands these and is agreeable to proceed. I did tell him that sometimes small umbilical hernias are actually hard to see laparoscopically because the peritoneum can ben [sic] flat and the preperitoneal fat can be the only thing protruding forward, so if it is visible at the time, we will try to incorporate it in the mesh. If it is not, we may defer this to a different time if it becomes problematic. I also told him there is a small possibility because of the size and location, we may need to do an open procedure. I think it is very reasonable to start with laparoscopic approach. He was comfortable and questions were answered. We have him scheduled for laparoscopic epigastric/ventral hernia repair on november 15. Permit was signed and submitted. I also gave him the 1-day mechanical bowel prep. (B)(6) 2010: (B)(6). Chart documentation. Weight 306 lbs, bmi 39.37. (B)(6) 2010: (B)(6). Surgery documentation. Asa 2. The records confirm a gore® dulamesh® plus biomaterial (ni [not indicated]/7649177) was implanted during the procedure. (B)(6) 2010: (B)(6). (B)(6) md, facs. Office notes. Doing well, minimal discomfort, is wearing abdominal binder, not taken much for pain over last week, bowel working. Abdomen soft, nicely healing incision sites. Some firmness around where the hernias had been, consistent with seroma or hematoma, but nontender and nondistended. Impression/plan: good postoperative recover. Continue no heavy lifting for a total of 6 weeks. Check back in a month. (B)(6) 2012: (B)(6). (B)(6) md, facs. Office notes. Following up recurrent epigastric hernia. It has been turning out quite a bit. Last time I had seen him was in (B)(6) of 2011, which was a postoperative check. He had got a cold right after the surgery with a lot of coughing and bronchitis, it appears to have displaced the mesh. He has no gi complaints other than discomfort in the area. Bowel are regular. Review of systems: endogenous obesity and benign essential hypertension. Exam: abdomen; obese, very protuberant mass, no able to reduce it. At times he says it can go in, and because of that I could not palpate any fascial margins to gauge the size of the opening. Bowel sounds were active, no induration or erythema, just protrusion. Impression/plan: recurrent epigastric hernia. Because of the size, location, and inability to reduce it, I recommended we get a CT scan. (B)(6) 2012: (B)(6). (B)(6) md. Radiology-CT abdomen/pelvis. Indication: recurrent incisional hernia. Findings: tine 2-3 mm nodular density within the right middle lobe laterally and axial image #8 lung windows. Lung bases are otherwise clear. There is diffuse fatty infiltration of the liver. The gallbladder is within normal limits. The pancreas is unremarkable. Spleen within normal limits. Bilateral adrenal glands are unremarkable. There is a hyperdense lesion within the right kidney which likely represents a simple cyst, measuring 3.2 x 3.0 cm. This should be confirmed by ultrasound as hounsfield units are elevated. No dilated loops of small bowel. There is sigmoid diverticulitis. The lumen is not well-evaluated due to lack of contrast. No evidence of enlarged adenopathy on the examination. There is a fat-filled ventral hernia with mesh overlying the left lateral aspect of the hernia with peritoneal fat and herniation of the transverse colon into the defect. Colonic vessels are also evident at this location. There is no evidence of fat stranding within the colon. This is evident within the upper abdomen from the level of t12 to l4 and the hernia itself measures 21 cm transverse x 8 cm anterior-to-posterior x 16.3 cm superior-to-inferior. Hernia neck is 8 cm. Impression: large ventral hernia with some mesh overlying the left lateral aspect with transverse colon within the defect, with measurements as described above. Tiny pulmonary nodule. Would recommend follow up using fleischner criteria. Probable simple cyst right lobe of the liver, which should be confirmed with ultrasound. (B)(6) 2012: (B)(6). (B)(6) md, facs. Progress notes. Without complaints, having some spasm pain when does not have binder on, otherwise doing well. Passing flatus, tolerating diet. Abdomen soft, dressings dry. Impression/plan: doing well. Discharge instruction given, continue abdominal binder, send home on pain medication and stool softener. Follow up 2 weeks, no heavy lifting for a total minimum of 6 weeks. (B)(6) 2012: (B)(6). (B)(6), md, facs. Discharge instructions. Do not lift more than 10-20 pounds for a total of 2 weeks for laparoscopic hernia repair. Weight 320 lbs. Lifting restrictions: weight restriction; 15 pound comment-6 weeks. Remove dressing 24 hours. (B)(6) 2012: (B)(6). (B)(6), md, facs. Office notes. Follow up, laparoscopic incisional hernia repair. Does have a bulge in the area. It is painful only if you press on it, but he is eating well, bowels are working. No nausea or vomiting, just some abdominal wall pain just to the left that is intermittent. Exam: swelling in the area of the old hernia sac. It is firm but when I manipulate it there is no borborygmi, no obvious reduction of anything and no obvious fascial defect. Impression/plan: seroma/hematoma in the old hernia sac versus recurrence. Because he is eating well and the bowels are working and there are no other abnormalities, no induration or erythema around the skin, we have elected to just continue the abdominal binder and monitor him closely as I am going to see him back in 2 weeks. He has lost 13 pounds since surgery. (B)(6) 2012: (B)(6). (B)(6), md, facs. Office notes. Follow up, laparoscopic recurrent incisional hernia repair. Bulge still there but feeling good. Is wearing the binder. Has a little discomfort in left lower site, not in the port site, but the mesh anchor site, manageable with occasional ibuprofen. Bowels working, eating well, has lost 17 pounds. Exam: soft abdomen, incisions nicely healed, firm area that is a little softer than it was. I did not aggressively try and reduce anything today. No induration, erythema or fluctuance. Impression/plan: probable breakdown of a laparoscopic recurrent incisional hernia repair. He is feeling good, able to do his work, binder is working for him and he is losing weight and wants to continue to do so. I told him the best effort for repairing this would be to lose as much weight as he can and then repair it unless something else forces our hand in the interim. He was very comfortable with that and desires to continue on his weight loss regimen. Follow up 3 months. (B)(6) 2013: (B)(6). (B)(6) md. Office notes. Obese, tobacco abuse, massing umbilical hernia that he has had 2 failed procedures. Right now he is coughing, congested, lost his voice. Impression/plan: bronchitis ¿ zithromax. (B)(6) 2014: (B)(6). (B)(6), md. Office notes. Knee pain. Has arthritis from past sports and obesity. Still smoking about ½ pack per day, used to smoke 3 packs per day. Weight 340 lb 8 oz. Bmi 43.7. (B)(6) 2015: (B)(6). (B)(6), md, facs. Consultation. Referred by dr. (B)(6) for recurrent incisional hernia. By history, I did a laparoscopic hernia repair that sounds like epigastric in 2010. It does not show up in the computer, but in 2012, a recurrent hernia repair does show up. He has not had any previous surgeries, so this was probably not an incisional hernia but epigastric. Having a lot of discomfort now. It protrudes out; it does not reduce. Gets some numbness in the left leg when he stands a lot. Says if he rests, it goes away. A little bit of discomfort in and around the left side of the protruding area where one of the previous laparoscopic sites is. He is really struggling because he is trying to lose weight. Lost about 20 pounds since (B)(6), but now having trouble exercising because of pain in the leg and apparently the abdominal wall. He quit smoking in (B)(6). Gi system negative for any other irregularity of the bowel, bowels work without problem. Really struggling with this because he lost his job because he has difficulty sitting and standing for protracted periods of time, and it is very visible under his shirt. He is concerned he has actually has had some jobs denied to him because of that. Review of systems: hypertension. Morbid obesity. Exam: abdomen; obese, obvious protrusion of the hernia, no visible old scar so I think this is a mistake and that this is not an incisional hernia but is a recurrent epigastric hernia. Bowel sounds quiet but normal. Hernia not reducible. Impression/plan: recurrent epigastric area hernia. Reviewed my op note, we did a laparoscopic mesh repair, he had an 8 cm fascial defect and previous mesh was noted. He has some disability forms, we will fill those out. Recommended consultation with either the (B)(6). (B)(6) 2015: (B)(6). Telephone encounter. I have attempted to contact this patient by phone to notify of the need for a cdm [chronic disease management] visit with the following results: patient declined appointment with the reason given of patient declines to be seen. Will add patient to gaps in care clinic follow-up. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The lot# provided for the alleged gore device was not a valid number, therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, abdominal pain, mesh removal requiring an additional surgery. Additional event specific information was not provided.